Event description:
It was reported that during the first insertion of an all purpose drainage catheter, the introducer became stuck. The device was being used for treatment of the gallbladder. The catheter was unable to deploy during 1st insertion (already in pt's body). The physician pulled out the catheter with the introducer still attached to the catheter. It was reinserted a second time, but the physician was still not able to deploy. The physician stated the introducer stuck inside. The physician completed the procedure with another of the same device. Per the physician, the pt became traumatized and was admitted to the ICU. Add'l info has been requested.